Event description:
The account generated a falsely depressed axsym htsh result on a patient specimen compared to another method. The specimen tested axsym htsh = 0.23/0.22 uiu/ml but roche e170 method tsh = 0.6 (no unit of measurement provided). The account uses an axsym htsh normal range of 0.49 - 4.67 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.